Event description:
Patient was receiving potassium phosphorus replacement per electrolyte protocol. Two hundred fifty cc's of IV piggyback hung at 0930 and pump set to run med in over 4 and 10 minutes hours. Medication may infuse over 4-6 hours. At 11:30 a.m. I was checking pump and noted that bag was completely dry but pump showed that 148cc remained to be infused. I rechecked the program volume to be infused and the rate of infusion were still set at 250 cc's. Cardiology and primary team notified. Pharmacist stated no adverse effect from this, but at the higher infusion rate there may be less absorption of the med so the functional use level of phosphorus may not be correct.====================== health professional's impression======================pharmacist stated no adverse effect from this, but at the higher infusion rate there may be less absorption of the medication so the functional use level of phosphorus may not be correct.